Event description:
It was reported by the patient that the patient went to the hospital after the device "fired and gave me a shock." It was also reported by the patient that the device "fired at 176 beats per minute but was double counting 340 beats per minute with 2 spikes on the report." It was later reported by the patient's clinic that the patient received inappropriate therapy due to t wave oversensing by the right ventricular [rv] lead. The device was reprogrammed, and the device and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.